Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: december 9, 2020 - december 11, 2020. H10: the device was received for evaluation. Visual inspection was performed which noted fluid inside a bag that contained the unit which indicated a leak occurred. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. The cap was then hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.